Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had been having wound issues at the implantable neurostimulator (ins) site for months to maybe even a year. On (B)(6) 2019 they noticed the skin had opened, the skin around the battery was reported to have eroded, and the battery was visible inside the pocket. The consumer went to the emergency room and was admitted into the hospital on (B)(6) 2019. The patient had lost over 100 lbs of weight which may have contributed to the event. The patient denied having any falls that may have contributed to the event experienced. IV antibiotics were given and the entire system was explanted. The issue was reported to be resolved. Return of the explanted devices was refused by the customer. No further complications were reported.